Event description:
It was reported that a spectrum pump experienced an issue with the air-in-line sensor. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the air-in-line sensor issue when loading a set which was caused by a failed upstream sensor. The upstream sensor was replaced.